Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to insertion in the nicu, the physician noticed that the tip of the swg was bent. As a result, a new kit was opened and used to successfully attempt the procedure. There was no patient involvement when the issue was found.